Manufacturer narrative:
According to the report, "I have received one information from our sales rep that a doctor used bioglue for aortic dissection, and this doctor told us that allergic purpura (hsp) and was recognized in this patient." The following additional information was received from the distributor: the indication for surgery was acute type a aortic dissection and the procedure was "artificial blood vessel replacement surgery (ascending aorta)." The date of the procedure was (B)(6) 2014 and bioglue was applied to false lumen (distal and proximal side) and suture line (distal and proximal side). The amount of bioglue applied per site was listed as a "large portion." Felt was used for reinforcement and bioglue was applied after mattress and spiral sutures were placed. The condition of the patient's native tissue was described as "arteriosclerosis. The tissue was fragile." The distributor indicated that follow-up visits occurred on (B)(6) 2016. According to the distributor, "after the operation, prural [plural] effusion was recognized around the artificial vessel. The patient was diagnosed with allergic purpura. After this, the expansion of the descending aorta was recognized." It was also noted that "after using bioglue, inflammatory reaction continued. And pleural effusion was recognized around the artificial vessel. Also, exanthema, proteinuria, whitish stool were recognized. As a result, the patient was diagnosed with allergic purpura. At the time of reoperation, a lot of thrombus were recognized after opening the chest. In the proximal anastomosis area, 5mm size false aneurysm was recognized. Distal anastomosis area was also very fragile and easily bled by touching the tissue." The distributor listed the patient's current status as "he continues an outpatient visit." The distributor provided the following lot numbers as being shipped to the hospital in the six months prior to the procedure ((B)(6) 2013 to (B)(6)2014): 13mjx017, 13mjx018, 13mjx028, 13mjx030, 13mjx032, and 13mjx035. The manufacturing records for the six possible lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The lots passed functional testing and met release specifications. A review was performed of the available information. According to the report, a patient underwent an aortic dissection repair procedure in which the ascending aorta was replaced on (B)(6) 2014. A "large portion" of bioglue was used during the procedure and was applied in both the proximal and distal false lumen as well as to the proximal and distal suture lines. Felt was also used, but the location and how it was used is not specified. Pleural effusion around the artificial vessel, diagnosis of allergic purpura, and expansion of the descending aorta occurred on (B)(6) 2016, approximately 2 years postoperatively. The report states, "after using bioglue, inflammatory reaction continued," however, it is unclear the time frame or the specific symptoms that this statement refers to. The report indicates that intervention was required for the report events, however details on intervention were not provided. Finally, the statement that "after using bioglue, inflammatory reaction continued" also suggests that any inflammatory reaction observed was present prior to the application of bioglue in this patient. The report also indicates a 5mm pseudoaneurysm and tissue friability. The report indicates a diagnosis of allergic purpura. This disease, also known as henoch-schönlein purpura, is a systemic vasculitis that can involve numerous organs including the heart and lungs and may have been a significant contributing factor not only in the initial dissection, but in the reported effusion, pseudoaneurysm and tissue friability as well. The disease is thought to be caused by the deposition of iga immune complexes in blood vessel walls. Exposure to an inciting allergen is believed to be the precipitating event. Allergic reactions to bioglue have been reported; however, since the report mentions the continuation of inflammation after bioglue was applied, it suggests that inflammation, i.e. Vasculitis, was pre-existing and is unlikely that bioglue was the inciting agent. Based on the available information, it is unlikely that bioglue caused or contributed to the observed events given that the events reportedly occurred approximately 2 years postoperatively. The IFU provides the following instructions: "avoid repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "not for patients with a known sensitivity to materials of bovine origin," and "exposure to bioglue may cause a hypersensitivity reaction such as swelling or edema at the application site. Development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility." The IFU lists the following potential adverse events associated with the use of bioglue: inflammatory, immune systemic allergic reaction, pleural effusion, thrombosis, and anastomotic pseudoaneurysm.

Event description:
According to the report, "I have received one information from our sales rep that a doctor used bioglue for aortic dissection, and this doctor told us that allergic purpura (hsp) and was recognized in this patient."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, "I have received one information from our sales rep that a doctor used bioglue for aortic dissection, and this doctor told us that allergic purpura (hsp) and was recognized in this patient."